Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. Blood glucose level was 54 mg/dl. Customer also stated that the insulin pump had blank display. Customer noticed crack near battery compartment. Customer received new battery cap and they tried it with brand new battery but still insulin pump had blank display. Customer treated their blood glucose with food. It was unknown whether the customer using auto mode feature at the time of reported low blood glucose event. Customer off the insulin pump because of blank display issue. Insulin pump will be returned for analysis.